Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis to repair a thoracic aortic aneurysm. The patient tolerated the procedure and discharged on (B)(6) 2010. The aneurysm diameter was 52mm before the procedure and it was 42mm after the procedure. On (B)(6) 2011, a six-month follow-up imaging showed no issues. The diameter of the aneurysm was 42 mm. On (B)(6) 2011, a one-year follow-up imaging showed no issues. The diameter of the aneurysm was 42 mm. On (B)(6) 2012, a two-year follow-up imaging showed no issues. The diameter of the aneurysm was 42 mm. On (B)(6) 2013, a three-year follow-up imaging showed no issues. The diameter of the aneurysm was 45 mm. On (B)(6) 2014, a four-year follow-up imaging showed no issues. The diameter of the aneurysm was 46 mm. On (B)(6) 2016, a five-year follow-up imaging revealed a distal type I endoleak. The diameter of the aneurysm was enlarged to 49 mm. The physician decided to monitor the patient. No further information was available.